Event description:
It was reported that a while conducting training a clarity ii device was continuously spraying cryogen. The patient was reportedly burned by the cryogen. A trained cynosure lutronic field service engineer (fse) went to the customer site for a device evaluation. During this time, the fse observed the reported ICD leak. To correct the issue the fse replaced the handpiece and completed all required verifications. The reported ICD leak issue was corrected. A member of the cynosure lutronic clinical team made multiple contact attempts to inquire on how the patient was healing, however, there was no additional information provided. Since a device malfunction occurred, we are reporting this event.